Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7088521, product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 506388.

Event description:
It was reported that the patient was experiencing intermittent burning foot pains. The patient also was experiencing inadequate stimulation due to migration. The patient underwent a revision procedure wherein the leads and ipg were replaced and the patient was doing well post operatively. The explanted devices were not returned.